Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 98 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Unit had cracked display window corner and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.